Event description:
Facility staff reported that the head up does not work. No injury reported.

Manufacturer narrative:
Technician found the head up does not work properly. Replaced the head down valve to resolve this issue.